Manufacturer narrative:
(B)(4). Batch # t5ag7m. Additional information received: can you please provide more event details? Cutting across vessels when surgeons noticed bleeding. How much blood did the patient lose? Not much. It was a small squirt. Were any blood products or transfusion required? No. What is the current patient status? Patient is fine. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic nephrectomy, staples did not form correctly on three different white reloads and there was bleeding in the staple line. Eventually got a new stapler and it worked. No fragments were generated. The procedure was delayed by twenty minutes. It was not reported how the bleeding was controlled. There were no patient consequences reported.